Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if any issues reappeared, which they acknowledged and understood.